Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming in use - staples not firing. (2) no adverse reaction occurred in a patient". No patient injury or c onsequence. The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-00538.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared aligned with slight gaps in between the staples. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 21 staples left in the cover block, indicating that at least 14 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. The next four fire attempts in the skin pad correctly formed and released. On the sixth fire attempt, one partially formed staple and one unformed staple released at the same time. On the seventh fire attempt, one fully formed staple and one unformed staple released at the same time. On the eighth attempt, the staple fully formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared misaligned. No other defects or anomalies were observed. The anvil was in the proper orientation. The source of the staple misalignment could not be conclusively determined. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the staples appeared aligned with slight gaps in between the staples. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. The next four fire attempts in the skin pad correctly formed and released. On the sixth fire attempt, one partially formed staple and one unformed staple released at the same time. On the seventh fire attempt, one fully formed staple and one unformed staple released at the same time. On the eighth attempt, the staple fully formed and released. The sample was disassembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "misfire/jamming in use - staples not firing. (2) no adverse reaction occurred in a patient". No patient injury or consequence. The patient's current condition is reported as "fine." Please see associated MDR# 3003898360-2024-00538.